Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. D3. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to interaction with the delivery catheter system (dcs). Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. Following valve dislodgment, the patient experienced a decrease in blood pressure, and unspecified electrocardiogram (EKG) changes were observed in lead 1. Subsequently, the valve was surgically explanted and a non-medtronic surgical aortic valve was implanted. Additional information was received that the EKG changes that were observed was st elevation. A permanent pacemaker was not required. Additional information was received indicating that the left femoral artery was used to obtain access. No pre-implant balloon dilation was performed. The valve and dcs were inserted into the patient over a non-medtronic guidewire and advanced to the native annulus. The valve was slowly deployed using the cuspal overlap technique. At no point during deployment was the dcs twisted or torqued. Prior to dcs withdrawal, it was confirmed that the nose cone was centered within the valve frame. This was done by slowly retracting the guidewire. Per the physician, the aortic velocity might have been greater than 5 m/s. This and the patient's severe left ventricular hypertrophy might have caused the valve to dislodge.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 30-jul-2026, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to interaction with the delivery catheter system (dcs). Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. Following valve dislodgment, the patient experienced a decrease in blood pressure, and unspecified electrocardiogram (EKG) changes were observed in lead 1. Subsequently, the valve was surgically explanted and a non-medtronic surgical aortic valve was implanted.

Event description:
Additional information was received that the EKG changes that were observed was st elevation. A permanent pacemaker was not required.

Manufacturer narrative:
Image review: three viewable images were provided. The patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 75.8mm with a perimeter derived diameter of 24.1mm suggesting a 29mm valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Images of the valve deployed just prior to the point of no release showed a depth of 3mm on the non-coronary cusp in the cusp overlap view and 3mm on the left coronary cusp in the left anterior oblique (lao) view. There is a suspected infold seen in the cusp overlap view; however, it is not visible in the lao view. In this case, additional images would be required to confirm the presence of an infold. It was reported that following the valve implantation, the delivery catheter system interacted with the valve causing it to dislodge. Images of the valve release and subsequent dislodgement were not provided. Of note, it is recommended to use caution while withdrawing the delivery catheter system to minimize interaction with the valve frame. It was reported that the valve was subsequently explanted. As listed in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.